Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was consistently delayed in responding to presses and multiple, forceful presses were necessary for display to activate. The customer's blood glucose level was 134 mg/dl. Reportedly, customer continued to use the pump for insulin therapy. It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable.